Event description:
It was reported that the ventilator had o2 concentration issue. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to final service report, replacement of the o2 cell solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The setting range for the oxygen concentration is 21% o2 to 100% o2. Alarm low o2 concentration is activated when measured o2 concentration exceeds the set value by more than 5 vol.% below the set concentration value. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. The o2 cell is used for the measurement and is not affecting the ventilation. The root cause of the reported event has not been determined. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
It was reported that the ventilator had o2 concentration issue and delivered a lower o2 concentration than set. Identification of issue has been done by analyzing problem description. The solution to the problem is unknown and it is not possible to know which parts have been found defective. The issue was decided to be reported as incorrect o2 concentration delivered to the patient may, in some cases, indicating that the ventilation have been insufficient due to gas delivery error, which represent a reportable event. There was no patient harm. The root cause of the reported event has not been determined. H3 other text : 4119.

Event description:
Manufacturer's ref. #: (B)(4).